Event description:
Patient reported left side "moderate" breast pain in addition to reporting having been treated for a left side "infection" with no mention of surgical treatment or reoperatin for either event; device remains implanted. Healthcare professional reported left side rupture confirmed via mammogram and capsular contracture, baker grade iii.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture. Information contained in this report was previously submitted through asr / psr on 29-jan-2014.

Event description:
Patient reported left side "moderate" breast pain in addition to reporting having been treated for a left side "infection" with no mention of surgical treatment or reoperatin for either event; device remains implanted. Healthcare professional reported left side rupture confirmed via mammogram and capsular contracture, baker grade iii.

Manufacturer narrative:
DHR summary: review of sterilization and seal strength records related to work order did not identify any deviations or non-conformities that may be associated with the reported device. The sterilization process was successfully completed, and seal strength test results were found to be acceptable. See attached sterilization run and seal testing . Environmental monitoring results for june 2007, and bioburden monitoring results for ii quarter 2007 were reviewed, refer to enviro/micro summary section for more details. The review of the documentation associated with the manufacturing process indicates that all devices with lot number were released in accordance with abbvie¿s procedures and were no defects/problems/issues observed during the manufacturing process and the review of the documentation associated to the investigation. According to the device history record review performed, the reported event was not confirmed.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26jul2011 and 29jan2014. Additional, changed, and/or corrected data: b5, b6, d6b, h6, h11.

Event description:
Device has been explanted and replaced.